Event description:
During an emergency support program call, the customer reported two gas loss alarms on the cardiosave intra-aortic balloon pump (iabp). No harm was reported.

Manufacturer narrative:
The alarms were resolved by pressing the iab fill key, and inspection confirmed no blood, discoloration, debris in the helium tubing, and all connections were secure. Troubleshooting guidance was provided, and the user was advised to report any recurrence of the alarm. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. The fill key is a pump function, when pressed for 2 seconds it will initiate an autofill process. This function will purge and replace the shuttle gas (iab and extension catheter) with pure helium, and re-calibrate the fiber-optic iab, if appropriate. This function is used in conjunction with the gas gain in iab circuit and gas loss in iab circuit alarms to restore pump functionality. In cases with no confirmed presence of leaks in iab, loose catheter connections, catheter occlusions/restrictions, or it is confirmed the patient is experiencing conditions such as febrile or tachycardic, the probable root cause of the alarms could be due to iabp issues.